Event description:
The pt reportedly experienced loss of sound. External equipments were exchanged; however, this did not resolve the issue. Testing showed that all the electrodes of the pt's device were shorted. The device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.